Manufacturer narrative:
(B)(4). He device was manufactured august 6, 2014-august 7, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had particulate matter inside the reservoir. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.